Event description:
A diabetic nurse specialist reported that a patient who was using innovo with mixtard 30, began having symptoms of hyperglycaemia, was taken to the attending accident and emergency room from which patient was hospitalized with diabetic ketoacidosis. The patient recovered. Patient used an innovo for insulin administration, and it is stated that the plunger did not work, and the mixtard leaked. The cartridges were found to be cracked. Latest follow-up information of 2 november 2001: -reported seriousness criteria: life-threatening, intervention required and medically significant. Event description -onset date added. -patient's age added. -daily dose, route of administration and therapy start stated. -relevant history added. -outcome added. -narrative updated.

Event description:
Follow-up info received on 2/9/2002. Since the last submission on this case the following info has been updated: - investigation and results received.